Manufacturer narrative:
Updated fields:b4; g6; g3; h2; h3; h6 investigation findings, investigation conclusion, type of investigation; h11. It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) a line- will not zero. No patient involvement and no harm reported. A getinge field service engineer (fse) completed pm services. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump(iabp) a line had not zero. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6) med ctr. A supplemental report will be submitted upon completion of investigation.